Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system the patient underwent treatment of an abdominal aneurysm. On (B)(6) 2018, imaging identified a distal type I endoleak as well. Aneurysm enlargement of an unknown amount was reported. The reported cause of the aneurysm enlargement was dilation of the patient's right hypogastric artery. On (B)(6) 2018, a reintervention was performed. On the patient¿s right side, the right internal iliac artery was coil-embolized and a contralateral leg component was deployed for the distal extension of the existing endoprosthesis. The distal type I endoleak was resolved, and the patient tolerated the reintervention procedure.